Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), lost image occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Opticross¿ imaging catheter was inserted in the patient however, image lost occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the sheath lap joint of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that an open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was within specifications. During image characterization testing, no image appeared in the system due to electrical open at proximal. No imaging core windup was found in the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).